Event description:
On (B)(6) 2002, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle acetabular cup size 56 mm, with a 36 mm x 56 mm metal insert, the femoral stem was the s-rom, 18 x 13 b large, and the femoral head was 36 mm +3. Soon after surgery, I began experiencing pain and difficulty with my implant. As my condition gradually worsened, on (B)(6) 2011, I returned to the hosp and underwent a bone scan to try and identify what was causing the pain. On (B)(6) 2011, my doctor performed a hip aspiration. On (B)(6) 2011, I received a cortisone injection. The need for surgery became more evident when I underwent blood testing on (B)(6) 2012. The results of that test showed that I had elevated chromium (24.8) and cobalt (15) levels. On (B)(6) 2012, I underwent a revision of the right total hip arthroplasty and the metal components were replaced with polyethylene. Since the implantation of the pinnacle device, I've experienced severe pain and discomfort and inflammation in my right thigh and hip area. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: right hip osteoarthritis.